Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the issue occurred during an inguinal hernia repair. The instrument was grasping onto the suture at the time it happened which then locked the suture into the jaws of the instrument that was unable to be opened. The force bipolar instrument was not in strong grip mode at the time of the event. There were no collisions with other instruments or tools. Staff could not remove the instrument out of the cannula and surgeon had to use other instruments to physically force the jaw of the force bipolar in line enough to slide into the cannula. Once the instrument was forced into the end of the cannula, the instrument was removed and the cannula was left in place, however, surgeon was not 100% sure for this instance because the issue has happened multiple times and sometimes, the cannula had to be removed as well. Ports incision was not increased. A new force bipolar instrument was opened to resolve the issue. While the probable root cause cannot be definitively established given the product was not returned and the reported event was unable to be analyzed further, possible cause includes damage during use, which may include an accidental drop of the product or collisions with other objects or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. An image review of the image provided by the customer showed one grip tang is dislodged, with the entire grip tang visible outside of the distal clevis.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the customer informed the technical support engineer (tse) that they experienced an issue with force bipolar instrument where the joint closest to the shaft dislocated or popped out while suturing. It was noted that it remained connected. The customer continued and completed the procedure as planned. No known impact or patient consequence was reported.